Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-134-user has low glucose value. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with results of 41mg/dl. The expected fasting blood glucose test result range is 105mg/dl. The customer did report symptoms of feeling sweaty and confused. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom or living room. During the call on (B)(6) 2018, a back to back blood test was declined by the customer. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2018. The meter memory of concern was reviewed for previous test result history: (date/time not stored correctly): 46mg/dl date: (B)(6) 2017 time: 11:56am non- fasting, 48mg/dl date: (B)(6) 2017 time: 11:40am non- fasting, 41mg/dl date: (B)(6) 2017 time: 11:35am non- fasting. Customer states that he have a medical intervention that was required ambulance because of low blood sugar with symptoms of sweatiness and confusion. Customer received a 41 mg/dl not fasting on (B)(6) 2018 on true metrix meter. Ambulance reading was 67 mg/dl not fasting (unknown meter). Oral glucose in a tube administered by paramedics per customer. They retested and received a reading of 118 mg/dl non-fasting. Customer did not get hospitalized. Customer feels fine at time of call and no further medical attention is required.

Event description:
Consumer reported complaint for low blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with results of 41mg/dl. The expected fasting blood glucose test result range is 105mg/dl. The customer did report symptoms of feeling sweaty and confused. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom or living room. During the call on (B)(6) 2018, a back to back blood test was declined by the customer. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2018. The meter memory of concern was reviewed for previous test result history: (date/time not stored correctly) 46mg/dl date:(B)(6) 2017 time: 11:56am non- fasting, 48mg/dl date:(B)(6) 2017 time: 11:40am non- fasting, 41mg/dl date:(B)(6) 2017 time: 11:35am non- fasting. Customer states that he have a medical intervention that was required ambulance because of low blood sugar with symptoms of sweatiness and confusion. Customer received a 41 mg/dl not fasting on (B)(6) 2018 on true metrix meter. Ambulance reading was 67 mg/dl not fasting (unknown meter). Oral glucose in a tube administered by paramedics per customer. They retested and received a reading of 118 mg/dl non-fasting. Customer did not get hospitalized. Customer feels fine at time of call and no further medical attention is required.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01570471 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.